Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: a visual examination identified proximal and distal stent damage. Contrast media was present throughout the inflation lumen. The hypotube was kinked at various locations along its length. No further damage was present. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 85% stenosed, 25x 2.5 mm target lesion with a significant <45 degree lesion bend was located in a mildly tortuous and mildly calcified left circumflex (lcx) artery. Following predilation using an unspecified balloon catheter, a 2.50x32mm promus element drug-eluting stent was selected. However, when the physician attempted to implant the stent, it was noticed that the stent bridge was deformed. The procedure was then completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 25x 2.5 mm target lesion with a significant <45 degree lesion bend was located in a mildly tortuous and mildly calcified left circumflex (lcx) artery. Following predilation using an unspecified balloon catheter, a 2.50x32mm promus element drug-eluting stent was selected. However, when the physician attempted to implant the stent, it was noticed that the stent bridge was deformed. The procedure was then completed with another of the same device. No patient complications were reported and the patient's status was stable.